Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnorrnal bleeding"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 627452, 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included back pain and uterine enlargement. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse") and abdominal pain lower ("lower stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, pelvic pain, depression, anxiety, dyspareunia and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient tolerated the essure insertion procedure well. On (B)(6) 2016, the fallopian tubes show no abnormalities. Diagnostic results: patient had an us last (B)(6) 2015 and was told she had an enlarged uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abortion spontaneous. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events abdominal pain lower, miscarriage, device monitoring procedure not performed were newly added. Pregnancy outcome was updated from not reported to spontaneous abortion. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune disorder") in an adult female patient (gravida 6, para 5) who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included gravida ii and parity 5 (B)(6) 1999; (B)(6) 2001; (B)(6)2002; (B)(6) 2003; (B)(6) 2008). Concurrent conditions included back pain and uterine enlargement. On (B)(6) 2008, the patient had essure inserted. In june 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, depression and anxiety outcome was unknown and the dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: patient tolerated the essure insertion procedure well. On (B)(6) 2016, the fallopian tubes show no abnormalities. Diagnostic results: patient had an us last sep-2015 and was told she had an enlarged uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Historical condition was updated. Updated outcome of(dyspareunia). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnorrnal bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included back pain and uterine enlargement. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, depression, anxiety and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: patient tolerated the essure insertion procedure well. On (B)(6)2016, the fallopian tubes show no abnormalities. Diagnostic results: patient had an us last (B)(6)2015 and was told she had an enlarged uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, autoimmune disorder, pelvic pain, depression, anxiety and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.